Event description:
A home patient reported multiple incidents in which the homechoice cassette would not prime. The home patient contacted technical service and was instructed to perform the reprime; however, the line still would not prime. The home patient was then instructed to start over with new supplies at which time therapy was able to be completed. No kinks or indentations were noted and clamps were open. The home patient massages the patient line under the clamp before each use. Patient line extension sets are not used and the cassettes are not being reused. The home patient stated during the priming cycle, the solution is going back to the primary bag and never reaches the patient line. A machine alarm was not received. No patient injury or medical intervention was reported.